Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the device manufacturing records have been reviewed. No related deviations or anomalies identified. Device history review : the device manufacturing records have been reviewed. No related deviations or anomalies identified.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Consumer claim letter received. There is a problem with metal on poly hip replacement system. The patient experienced pain, severe anemia due to cobalt metal poisoning with cobalt levels reaching 9.7 and chromium reaching 1.2 (no units of measurement provided. The patient was originally implanted with metal on poly. The patient was revised (B)(6) 2020. The head/liner were revised. Patient stated that after the revision, their cobalt levels dropped and they were cured of their anemia. Doi: (B)(6) 2016, dor: (B)(6) 2020, right hip.